Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure stripes on the screen and dents in the lance was confirmed, although green screen could not be confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the outer tube was dented. Based on the results of the investigation, a definitive root cause of the green screen could not be identified. However, stripes in image occur due to the broken video cable, and dents in the lance caused by a dented outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had stripes on the screen, green screen and dents in the lance. The issue occurred during the set up before the patient entered the room. There was no patient involvement.